Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.